Manufacturer narrative:
Multiple attempts have been made to obtain clarification for the date of event, however, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on (B)(6) 2021, it was noticed that the b3. Date of event of (B)(6) 2021 that was previously reported in field b3. Of the initial medwatch report is incorrect and the field should be considered blank. Additionally, it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that there was a leak in the hemostatic valve of the vizigo. It was reported that blood was running out of the sheath, but it was ok with the ablation catheter in. The physician didn¿t want to change the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used in the patient but in the right atrium only, the physician said he would not use it in the left atrium. The reporter did not think air entered the body. The hemodynamics were not compromised due to the bleeding. The physician didn¿t mention how much blood was lost but the reporter estimates approximate would be 1-2 cc. No medical intervention was needed as the bleeding was very minor. As soon as the ablation catheter was in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the bleeding stopped. There was no patient consequence.